Event description:
On (B) (6), 2008, the patient underwent the surgery with plate. On (B) (6), 2009, the patient underwent the surgery to remove the plate because the surgeon judged the bone fracture was healed. The surgeon found the plate was broken, however, all of the piece of broken plate were removed.

Manufacturer narrative:
Na